Event description:
The ventilator would not switch back to external power source after it was plugged into ac power. The internal battery failed after 4.5 hours, requiring pt to be manually ventilated until replacement ventilator was found. Whether the ventilator provided alarm is unknown. Please note that there was no death or severe injury reported.